Manufacturer narrative:
(B)(4). Batch: t5a672. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device, but a lot of resistance was felt on the handling. Continuing firing a great cracking sound was heard and it felt like the device broke on the inside. The stapler could not be fired. A cystic duct leakage occurred and the operating time was prolonged. The duct leak was repaired by first clipping it and thereafter unpacking a new stapler. Patient status was okay after surgery, no consequence known.